Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
It was reported to philips that the device is not holding a 200j charge during use. The symptom was clarified to be that the device did not emit a charge done tone when the users attempted to charge the device to 200j for use on a patient. The users changed to a different defibrillator and continued therapy. There was no reported patient impact or harm. Although no patient harm was reported we are considering this as a serious injury as another defibrillator had to be retrieved for use on the patient.

Manufacturer narrative:
The customer reached out to a philips remote service engineer (rse) who discussed the issue the customer was having. The customer tested the defib with an analyzer and it delivered 199.8j, which is within the acceptable range. The rse asked the customer about the battery, they stated it was manufactured in 2014. The customer has performed the tests as per service guide, the defib is deemed to be operational. The rse advised the customer to calibrate the battery or change the battery to a newer one. The customer replaced the battery and the device passed all assurance testing. The device remains in use at the customer site. Philips cannot rule out a malfunction of the battery at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted.